Manufacturer narrative:
Product analysis: visually confirmed approximately ~3mm of the instrument tip has been broken off and not returned for analysis. Fracture surface analysis reveals a fairly flat ductile fracture with circular material flow, consistent with torsional overload. Dimensional inspection of the shaft diameter and material hardness confirms conformance to print specifications. The above findings are consistent with torsional overload.

Manufacturer narrative:
(B)(6). (B)(4). The device is not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on (B)(6) 2015, intra-op, the surgeon wanted to remove the set screws when the driver broke. The surgeon used another t25 driver to remove the set screws, but he thought that the force to remove the set screws was too high. The driver came in contact with the patient. No fragment of the driver remained in the patient. No patient complications were reported as a result of this event.